Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro analyzer. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse performed multiple service troubleshooting tasks and replaced multiple hardware components, including the modular chemistry sample syringe and carbon bridge to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic sodium (na) patient results on their dxc 600 pro analyzer. The erroneous results were not released out of the laboratory; thus, there was no change in patient treatment. The customer reported calibration and quality control (qc) were running low prior to the event. The customer did not provide patient data; however, verbally provided examples from four patients.